Manufacturer narrative:
Hamzaoglu v, özalp h, dogu o, öksüz n, aydin s, akbiyik t, et al. Management of hardware infections in deep-brain stimulation: a 4-year, single-center experience. Neurol sci neurophysiol 2020;37:208-14. Doi: 10.4103/nsn.nsn_43_20 .this value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: asku ; if information is provided in the future, a supplemental report will be issued.

Event description:
Summary: bilateral dbs was performed in seventy patients by the department of neurosurgery at the mersin university school of medicine between april 2016 and january 2020. The surgical indication was parkinson¿s disease in 48 patients, dystonia in 11 patients (10 primary generalized and 1 secondary), and tremor in 11 patients (10 essential tremor and 1 other).  Infection was detected in eight patients (11.4%). There were no hardware complications other than infection or postoperative intracerebral hematomas. The entire device was explanted in four (50%) patients with infection; device explant occurred at 3, 13, 19, and 42 months after surgery. The other 4 (50%) patients who developed infection were successfully treated with antibiotics without complication. A patient with primary dystonia who underwent bilateral globus pallidus interna dbs sustained a severe acute subdural hematoma due to trauma 45 days after electrode implantation but prior to stimulation. The author selected not to explant the device after hematoma evacuation; delayed stimulation programming was successful.  Dbs surgeries are susceptible to complications related to the anatomic target, hardware, and the proc edure itself. Infection is the most common complication; however, there is no established protocol for its treatment. Antibiotics and partial removal of the device may be a rational approach. Reported events: 1. Three patients implanted for subthalamic nucleus (stn) deep brain stimulation (dbs) had leads that were not in the anatomic target when checked with CT scans and they did not have symptom relief. All three underwent re-implant for the same target. 2. One patient implanted with bilateral stn-dbs experienced infection (unknown organism) at 17 months and received ampicillin and sulbactam. The patient had recurrent methicillin-sensitive coagulase-negative staphylococcus (mscns) infection at 20 months and again received ampicillin and sulbactam. The patient experienced infection of the ins and extension wire. 3. One patient implanted with bilateral stn dbs experienced mrsa infection at 37 months and was treated with teicoplanin. The patient had recurrent mrsa infection at 46 months and was again treated with teicoplanin.  The patient experienced infection of the ins and extension wire. 4. One patient implanted with bilateral stn-dbs experienced mscns infection at 6 months and was treated with teicoplanin. The patient experienced infection of the ins and extension wire. 5. One patient implanted with bilateral stn-dbs experienced infection (unknown organism) at 26 months and received piperacillin and tazobactam. The patient had recurrent mscns infection at 27 months and received amoxicillin and clavulanic acid. The patient experienced infection of the ins and extension wire. 6. One patient implanted with bilateral internal globus pallidus (gpi) dbs experienced burkholderia gladioli infection at one month which was treated with daptomycin and bactrim. The patient had the device explanted at 3 months. 7. One patient implanted with bilateral stn-dbs experienced candida glabrata infection at 12 months and was treated with variconazole. The patient had recurrent mscns infection at 14 months and received ampicillin and sulbactam. Explant occurred at 19 months due to psychiatric behaviors (hallucinations and/or psychosis). A common feature of the patients who underwent late explant was obsessive behavior, such as scratching the cranial and subclavicular incision regions. 8. One patient implanted with bilateral gpi-dbs experienced mssa infection at 4 months and was treated with ampicillin, sulbactam, cefazolin, and rifampicin. The patient had recurrent mssa infection at 11 months and was treated with ampicillin and sulbactam. The patient was explanted at 13 months due to psychiatric behaviors  (hallucinations and/or psychosis). A common feature of the patients who underwent late explant was obsessive behavior, such as scratching the cranial and subclavicular incision regions. 9. One patient implanted with bilateral stn-dbs experienced methicillin-sensitive staphylococcus aureus (mssa) at 38 months and rec eived ceftriaxone. The patient had recurrent methicillin-resistant staphylococcus aureus (mrsa) at 40 months and was treated with teicoplanin. The patient was ultimately explanted at 42 months due to psychiatric behaviors (hallucinations and/or psychosis). A common feature of the patients who underwent late explant was obsessive behavior, such as scratching the cranial and subclavicular incision regions. Patients in the study were implanted for parkinson's disease, essential tremor, and dystonia, but it was not possible to identify the indication for use of specific patients. The following device information was identified from the article: ins model 37601.